Event description:
The cut ends of bowel were delivered through the wound without tension. In the course of creating a functional end-to-end antiperistaltic ileocolic anastomosis, the staple was observed to misfire such that the bowel was divided without placement of the staple line. Therefore, this portion of the small intestine and of the transverse colon was additionally resected and passed off. There was a missed firing of the stapler used for the ileocolic anastomosis but this was quickly recognized and corrected with no deleterious circumstance other than slight prolongation of the procedure.